Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 34 fractured. Construction was a single crown (blocked). Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 12 years in situ.

Event description:
Implant fracture.